Event description:
It was reported that the burr shaft and the wire snapped. The 80-90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 1.25mm rotapro and a rotawire were selected for use. The procedure was almost finished when the burr shaft and the wire snapped near the left main. A snare was used to completely remove the burr and the wire from the patient. The procedure was completed with a stent and no further patient complications were reported. The patient went home the next day.